Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. Gap of adhesive on the distal end/stain entered inside the lens through the gap. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.